Event description:
It was reported that, "dr. Squeezed the patella clamp to cement patella, when he did so the spiked side of the clamp came off."

Manufacturer narrative:
The patella clamp was returned, but the pin could not be located. Without the pin, the assembly slides out of the clamp. Without inspection of the pin, there is no way to determine how it came loose. As a result, root cause could not be established.